Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that the three cannula was leaking from the site. Event was occurred on (B)(6) 2024. High blood glucose level was 303 mg/dl. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-03043 - device 3 of 3.